Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the power cable was able to connect to the adapter with the metal bracket. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the clinical staff failed to insert the power cable to the ac adapter via the metal bracket after unscrewing and dilating the bracket. The site alleged that there may be a misalignment of the metal bracket in the ac adapter. It was also mentioned that there were some white patches and visible peeling on power cable after excessive force was used to achieve the connection. The staff added that after removing the metal bracket, the connection seemed to be restored and the led indicator of the ac adapter lit up. The ac adapter was exchanged with no reported patient consequences. There was no additional information provided.